Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tracheostomy tube had a leak at the pilot balloon. The leak was reportedly located "right at connection to small line." According to the reporter, the device was frequently pulled on the patient which may have resulted in observed leak. No adverse effects to patient were reported.